Event description:
It was reported that a cot dropped. No patient was onboard and no adverse consequences were reported.

Manufacturer narrative:
The cot was examined and was found to be missing the release spring. It is unknown how the spring became removed from the cot.